Event description:
Enmployee was being tested for osha required respirator. Post sensitivity testing, the employee experienced a mild coughing episode. After being fitted with the mask, the test solution was administered resulting in some mild coughing (poor mask fit). After a brief rest period, fit test was again attempted. During this test the employee began to cough vigorously. After the hood and mask were removed, the employee appeared distressed, and continued to cough. Stridorous airway noises were noted. ER physician called; 0.5 cc racemid epi/iss ordered via aero neb. After aero neb administration, the employee's distress decreased. The employee was then taken to the ER and seen by the ER physician. Admitted to the hosp for 2 days.